Event description:
A cartridge change error was reported with the pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer, with guidance from technical support, attempted several troubleshooting steps including inspecting the cartridge and pneumatic areas and cleaning them. Despite these efforts, the issue persisted, and the customer was unable to load a new cartridge. After consulting with additional support, it was concluded that the pump needed to be replaced. The customer was advised to use a backup insulin pump to ensure uninterrupted insulin delivery. They received instructions for handling the replacement process, including using a device with updated software and preparing the old pump for return. The replacement pump was dispatched without requiring a signature upon delivery.